Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corners and minor scratched lcd window.

Event description:
It was reported the insulin pump alarmed motor error during bolus. Customer's blood glucose was 11.8mmol/l. The device was not dropped or bumped. Customer was able to rewind the device. Customer does not use sensor feature. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.